Event description:
Customer's mother reported via phone, the device alarmed no delivery but not during the time of the call. Troubleshooting was not performed since the customer was outside. Customer was advised to call when alarm occurred. Customer's mother is not returning the device to undergo further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information is provided for type of reportable event. This information was not included with the initial medwatch report.